Event description:
Venous access device implanted on 1/2/96 without incident. On 1/29/96 port patent but thrombosis in brachiocephalic vein. On 4/2/96 due to left arm swelling contrast injected into port. Leak from port demonstrated and device removed. Post removal could not reenact leak.